Event description:
It was reported that laser technicians set up a room for an ent procedure with the use of a flexible scope. Physician asked for laser to be turned on and provided settings to laser technician. ¿he did not register that the physician was going to use a microscope for the procedure¿. ¿if a microscope will be used for the procedure, an eye filter is inserted into the microscope to protect the physician.¿ physician used the aiming beam to target soft tissue. When the physician fired the laser, ¿he was surprised by the bright light and asked if the filter had been placed on the microscope.¿ the eye filter was placed on the microscope at this point. The procedure commenced again and was ¿completed without further incident.¿ patient was not harmed, ¿as the patient had the appropriate eye protection.¿ physician and resident physician went to have their retinas examined. ¿results came back normal so far, but his outcome is still unknown.¿ safety glasses were worn by everyone in the room. No further information was available at this time.

Event description:
It was further reported that the physician is a laryngologist and was performing a procedure on the patients vocal cords.